Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this device is no longer reportable. Follow-up report # 3 was sent in error.

Manufacturer narrative:
Additional information received that the patient and device reported in the initial report were incorrect and as per new information it was determined that , the issue should not have been submitted as a medical device report (MDR) as there were no alleged deficiencies with this product .

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.